Event description:
The manufacturer received information alleging a ventilator was unable to be used and needed to be evaluated. There was no harm or injury reported. There was no indication the device was in patient use. The device was returned to the manufacturer's service center for evaluation. During the evaluation the device failed a test step indicating a pneumatic failure due to an oxygen blending module and sensor failure. The device's oxygen blending module and sensor board need to be replaced to address the issue. Additionally, a noise was heard emanating from the blower. The device's blower motor was damaged and needs to be replaced to address the issue. The device's air intake filter was contaminated and needs to be replaced. The device's sd card needs to be replaced. The repair estimate needs to be approved prior to repairs. A final report is being filed. If any additional reportable information is received, a follow-up report will be filed.